Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an infusion set leak and ended up in the ICU for 3 days because, at the time, she did not know the infusion set was leaking. She was in the hospital with diabetic ketoacidosis. The customer said that her blood glucose had been high the whole night and she thought that she had a stomach flu or food poisoning. During troubleshooting for high blood glucose, her blood glucose was 330 mg/dl and 360 mg/dl. She said that her back-up plan are syringes. The customer¿s current blood glucose is 144 mg/dl. She mentioned that the symptoms she felt that led up to the hospitalization were high blood glucose, nausea, diarrhea, chest pains (thought she was having a heart attack), labored breathing, high blood pressure and vomiting. The customer was hospitalized on (B)(6) 2017 around 1:00 pm with the blood glucose of 409 mg/dl. She was hospitalized because she had diabetic ketoacidosis. The customer said that she was treated with an IV drip while she was in the hospital. She said that she was not on the pump while in the hospital and was off of it less than 48 hours. She said that she was on the pump when she was in the emergency room (ER), but that it was removed around 8:00 pm on thursday night. They put her back on the pump on friday afternoon. Once admitted, she was transferred to the ICU and discharged on (B)(6) 2017. During troubleshooting for the infusion set leak, the customer mentioned that the location of the leak was at the tubing but that it had not detached. She stated that the leak was at the top of the tubing where it connects to the reservoir. The pump and the infusion set will not be returning for analysis.